Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. The device was not returned. For evaluation and system controller log files were not available for review. A correlation between the device and the reported event could not be conclusively determined. The heartmate ii left ventricular assist device patient handbook warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015. The patient was found down at home. Per reports from the patient's family, the pump was disconnected from the batteries. It was reported that a review of the system controller event files did not show any alarms. The reported cause of death was possible suicide. The patient had an unspecified psychiatric history and had been admitted to a psychiatric hospital for a brief period of time. The vad coordinator confirmed there were no log files available and that no equipment would be returned.